Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6), 2006 the patient underwent a lumbar fusion at l5-s1, a bilateral lateral transverse process fusion with pedicle screws at l5 and s1. It was reported that on (B)(6), 2009 the patient underwent the removal of lumbar pedicle screws and hardware. It was reported that as a result of the use of infuse in this surgery, the patient suffered- chronic pain syndrome, back pain, leg pain, lumbar degenerative disc disease, lumbar radiculopathy, sacroiliac pain, and narcotic dependence.